Event description:
Implant date: 1991. Pt complained of pain. Post-operative x-ray shows possibility of screws irritating nerve roots. Revision surgery on 2/5/1992 to remove screw. Pt complained of pain. Second revision surgery on 3/6/1995 to remove the rest of the implant.